Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit has a motor not running alarm that prevented further testing of the said unit. Per reporter, the broken unit was brought to the biomed department on (b))(6) 2024 and the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Functional flow test was performed. The customer's problem was duplicated. The cause of the issue was the main board was knocked out of the extrusion grove. Installed main board into the extrusion to fix the issue.